Event description:
It was reported that an ilet user experienced hyperglycemia after a meal on the first day of pump use, with a reported blood glucose of 287 mg/dl that was decreasing, and customer support provided troubleshooting and education on expected glucose fluctuations during initiation. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no device alerts or alarms. Investigation included technical support review and user counseling. Investigation of this case revealed no device malfunction and that glucose elevation occurred in the context of therapy initiation and meal intake. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.